Manufacturer narrative:
Unique device identifier (UDI)#: (B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat an 80% stenosis in the distal right coronary artery (rca) with mild tortuosity and mild calcification. Pre-dilatation was performed with an unspecified 2.5 x 12 mm balloon up to 16 atmospheres, at which time a slight vessel dissection occurred. The 2.5 x 12 mm implant was deployed at 16 atm at which time the balloon ruptured. Post-dilatation was performed with a 3.0 x 12 mm non-compliant balloon with a satisfactory result. There had been no resistance during removal of the protective sheaths or during advancement of the delivery catheter to the lesion. There was no clinically significant delay in procedure and no adverse patient effects due to the balloon rupture. No additional information was provided.